Manufacturer narrative:
We have inspected the dhf of three lots that were shipped to our distributor as no lot no. Was provided and including material certificate and hardness test certificate and the batches were processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spiral drill broke during olecranon surgery while drilling the most proximal hole.